Event description:
It was reported that this right ventricular (rv) lead had fluctuations threshold or output. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).